Event description:
On 08/03/2009, the sales representative reported that during an anterior lumbar interbody fusion (alif) surgery in 2009, the targeting needle bent with pedicle screws. The needles repeatedly bent in what rep thought was hard bone. Additional information received via telephone on 08/10/2009, the sales representative reported that during surgery, the surgeon was tapping the targeting needle into the pedicle and it would bend at the tip, the surgeon used about four of them to finish the case. The last one that the surgeon used caused a small piece of the tip to break in the pedicle. The surgeon was able to view it under fluoroscopy. The surgeon was not able to retrieve the piece from the vertibral body and left the pieces in the patient. There was a surgical delay of 15 minutes.

Manufacturer narrative:
Product is an instrument, and is not implantable. Evaluation is pending.